Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. Functional and visual tests were performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, recalibration was performed as preventive. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the pump exhibited frequent high-pressure alarms. There was patient involvement, no patient injury was reported.